Manufacturer narrative:
(B)(4). Visual examination of the returned complaint device revealed the stent struts at the distal end of the stent were damaged and misaligned. No other damage was visible along the length of the device. The balloon did not appear to have been subjected to any positive pressures and no issues existed with the tip section of this device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the stent delivery system was unable to cross the lesion. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous right coronary artery. Pre-dilation was performed with an unspecified balloon. The 3.5x28mm liberte bare stent system was advanced into the patient, but was unable to cross the lesion. Further dilation was performed and the procedure was completed with a promus element stent. There were no patient complications reported and the patient's status is stable. However, device analysis revealed the stent was damaged.